Event description:
It was reported that a smiths medical pump alarmed "no disposable pump, clamp tubing." Air bubbles present in tubing on cassette. Patient not affected. Pump settings: res vof: 59.9, rate: 2, given: 32.1.